Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the s-ICD was not sutured down in the pocket and resulted in the device migrating in the pocket and dislodging the electrode. Additionally, low amplitude measurements and high defibrillation thresholds (dft) were observed. An inappropriate shock was delivered and resulted in damage to the device requiring the explant and replacement.

Manufacturer narrative:
Available information indicates this product remains implanted and in service. This report will be updated when additional information becomes available.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge timeout and a long charge time message. Review of x-ray noted that this electrode appeared to be pulled out of position. Boston scientific technical services (ts) recommended device and electrode replacement. A procedure was scheduled to replace the device and electrode on a future date. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an invasive procedure was performed. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this product was completed.